Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the stapler on an open ¿hemoectomy with longo¿, the device partially fired and the staples were not closed well. Donuts were not complete. This resulted to bleeding. The device also had round and incomplete staple line. They needed to suture to stop the bleeding. Patient went home the same night.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates the product was released meeting all quality release specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.